Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 528 mg/dl. The current blood glucose level was 406 mg/dl. Customer treated high blood glucose with pump. Customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer is calling back to perform an hp test. The run load reservoir/fill tubing with current set were performed and insulin exited. The high performance test performed and which is passed. Customer advised to change entire set, reservoir and insulin and treat per hcp's instructions. The insulin pump will not be returned for analysis.